Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during an unknown procedure, the tissue pad got detached from the scissors. The missing part has been retrieved. No harm to the patient. The procedure was completed by another device.